Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, torn tubing. It was reported the tear in the tubing was not visible, as it was a very old cylinder. The physician noted that the patient initially experienced malfunctioning of the device earlier this year.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #605300. According to the available information this inflatable device was revised and replaced on (B)(6) 2020 due to torn tubing. Additional information received from the territory manager indicated: ¿the tear in the tubing was not visible, as it was a very old cylinder. The physician noted that the patient initially experienced malfunctioning of the device earlier this year.¿ a titan pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed separations in the bladder of each cylinder. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed them to exhibit burn like marks, indicating contact with a cauterizing instrument. Surface abrasion was noted on the longer length pump exhaust tubing and on the pump inlet tubing. No functional abnormalities were noted with the pump or reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 and 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that these separations most likely occurred during or after explant. This separation is not associated with the cause for failure. The information received indicated that there was a non-visible tubing tear but because the available information did not indicate what factors may have contributed to the reported condition, and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. On (B)(6)2020 10:27 am (gmt-5:00) added by (B)(6). According to the available information the implanted inflatable penile prosthesis was removed on (B)(6) 2020 due to torn tubing. Additional information received indicated that the tear in the tubing was not visible, as it was a very old cylinder. The physician noted that the patient initially experienced malfunctioning of the device earlier this year. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.